Event description:
The patient reported that stimulation was currently at 1.00 and did not feel stimulation, but as soon as it gets over 1.05, she would start to feel pain. The patient had had it up as high as 1.15. The patient reported still having a lot of urine at night, retaining 500-600 cc. She got neurostimulator to try and prevent bladder infections, which she had had one after another for the last 2 years. Since having neurostimulator, she had had one infection, she was given medication for it, and she was given 6 extra pills in case she has it again. The patient stated she drank water and her medication, since she was feeling that another one was coming on. The patient was current on program 2. Additional information received 13 days later indicated that it was unknown if patient was getting 50 %or greater symptom reduction. The cause of event was not determined and reported as unknown if device related. The health care provider was unaware of patient reported incident. It was noted as unknown if patient experienced loss of therapeutic effect or loss of stimulation. The patient¿s status was reported as unknown. The patient has a follow-up in the next month to reassess device efficacy. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0plry, implanted: (B)(6) 2014, product type lead. (B)(4).